Manufacturer narrative:
Correction: section d6a - the correct implant date should have been (B)(6) 2014, rather than (B)(6) 2014.

Event description:
It was reported that the patient presented remotely via merlin. Net. Transmissions showed that the right ventricular (rv) lead exhibited elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.